Event description:
The device was placed via the right common femoral vein. During the deployment of the filter, and release of the filter limbs, one limb remained captured. This required a second pull back of the spring loaded delivery system in order to manipulate and release the filter leg. The filter was then successfully deployed.